Event description:
It was reported that the patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2006. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that after implantation the patient experienced pain, infection, recurrence, dyspareunia, urinary problems, and bowel problems. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with excision of acrochordons. No additional information has been provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal discharge, nocturia and sexual difficulties.

Event description:
It was reported that following insertion the patient experienced vaginal discharge, nocturia and sexual difficulties.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 8/14/2019.